Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had no image. The issue occurred during preparation for use in an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 09 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely the no image issue was displayed due to the faulty patient board set. Whereas it is likely that issue no image displayed on the serial digital interface 1 and serial digital interface 2 was due to a failure of the printed circuit board. However, a definite root cause that led to the malfunction could not be identified. Olympus will continue to monitor field performance for this device.